Event description:
A report was received that the patient had difficulty charging ipg. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that the physician did not suspect device malfunction.

Event description:
A report was received that the patient had difficulty charging ipg. The patient will undergo an explant procedure.